Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A device history record review could not be performed since lot and serial numbers were not provided. The reported complaint was unconfirmed. Root cause analysis cannot be completed at the moment. Device identifier number: (B)(4).

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 3004608878-2019-00075 and 3004608878-2019-00081.

Event description:
This is 3 of 3 reports. A nurse reported that an a3059 mayfield composite series skull clamp slipped and lacerated the patient's scalp during a right occipital craniotomy on (B)(6) 2018. The surgeon stapled the laceration. There was a fifteen minute surgery delay, however patient outcome was unspecified. Additional information has been requested.